Manufacturer narrative:
The technician found the brake casters had damaged stems which also damaged the brake caster supports. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters, supports and both main bearings to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the brakes are not holding. There was no pt/user injury reported. (B)(4).